Event description:
Customer reported fluid leaked at the connection of the pca tubing and pca monoject syringe. Reported the male luer on the syringe and the female luer on the pca tubing were cracked. There was no report of pt harm or medical intervention. No other details of the event or pt are available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaking at the connection of the pca tubing and pca monoject syringe because the product will not be returned. The root cause of this failure could not be identified.